Manufacturer narrative:
Based on the claim against the stapler instrument by the customer noting the non-intuitive motion, an investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the stapler instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted appendectomy procedure, the sureform 45 stapler instrument begin spinning uncontrollably at the wrist. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sureform 45 stapler instrument was inspected prior to use and nothing out of the ordinary was recognized. The surgical task that was being performed at the time was appendectomy and the surgeon was stapling the tail of the appendix. The event occurred before firing took place. There were no malformed staples or exposed blade. The reload was not having an exposed blade. There were no missing staples, holes or gap observed within the staple line. The blue reload was being used during the event. The reload was not stuck on the tissue. The surgeon deemed it the adequate size for the particular task and hence selected blue reload. The stapler instrument worked momentarily before surgeon noticed it was not giving any feedback to what surgeon was doing at the console. At first, it would not respond to the wrist and finger movements done at the console, and then ultimately it began to move and spin in a circular fashion without any movements from the surgeon until the customer was able to safely remove and replace it. The stapler instrument did move in an unintuitive way. The instrument did not collide with any other instruments during the procedure. The stapler instrument was inside the patient body when the uncontrollably spinning happened. The uncontrollably spinning of the stapler instrument did not cause any injury to patient. The instrument was in use for approximately 3-5 minutes. There were no errors/messages were generated when the stapling issue occurred. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. The buttress material was not used. There was no bleeding. There were no clamping issues prior to firing the stapler reload. The tissue was not calcified. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension. There was no tissue bunching. When the stapler began spinning uncontrollably at the wrist, the surgeon was not even touching the hand controls.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not replicate nor confirm the customer reported complaint "stapler begin spinning uncontrollably at the wrist". The fa found the primary investigation finding was not related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The stapler initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions with no issues. The grips opened and closed properly. No errors appeared during in-house testing. A review of logs showed no failures. The probable root cause could not be determined, as no problem detected during testing of the returned stapler. An additional observation not reported by the customer was also identified. The instrument was found to have roll friction on the main tube. There was friction observed when manually rotating the main tube of the stapler compared to an in-house stapler. The binding between the main bushing and roll gear was found to be improper. The root cause of this failure is attributed to manufacturing.

Event description:
Refer to h10/h11 for follow-up information.